Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant. During release, the device embolized and had to be retrieved using a non-abbott snare. There were no other reported adverse effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization of the was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the landing zone was determined to be 17/16/20/21 via transesophageal echocardiogram (tee) and 23/21/20.4/21.5 via fluoroscopy. The device was sized per the IFU recommendation. The patient did not have a tortuous anatomy. The delivery system used to implant the device was a amplatzer torqvue 45x45 delivery sheath. The device completely dislodged and embolized within 15 seconds of being released from the delivery cable. The device stayed in the left atrium when it embolized. A snare was used to stabilize the device first. Once the device was stabilized, a grasper was put down the sheath to grab the pin and bring it back through the sheath. It took about 20 minutes to re-sheath. During this time the patient remained stable. It was then attempted to implant a replacement 28mm amplatzer amulet left atrial appendage occluder but it was also not stable in the left atrial appendage. The physician was not confident that the device would not embolize again. The replacement device was never released from the delivery cable while in the patient. The device was removed from the body, and no other device was implanted in the patient. The patient remained hemodynamically stable throughout the procedure. The patient was reported as recovered and discharged. No additional information was provided.